Event description:
It was reported that the surgeon had to switch to salto tar because the ancillary was not sterile. Additionally, but there was a medial bump on the talar neck that was not taken into account for the planification - so the talar prophecy guide was unsuitable.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Upon further investigation by the prophecy team, the following were noted: an osteophyte located on the talar neck was identified as a loose body on the patient¿s CT-scan available. The osteophyte was somewhat closer than usual to the neck surface, however, the segmentation was performed in an acceptable manner. Given the body was modeled as loose, the report noted that the osteophyte should be removed prior to placing the alignment guide on appendix ii (it was taken into account in the plan). Due to the conclusion above, the talus alignment guide was designed within normal and acceptable ranges with a reference that did not consider the osteophyte. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. In addition, as mentioned in the incident above, the case was finalized with other implant system due to external factors, therefore, the event reported had not impact on the patient¿s outcome. The loose osteophyte identified in the prophecy plan could have compromised guide placement. However, the osteophyte was identified and modeled as loose following prophecy´s protocols and was noted in the plan (appendix ii) that it should be removed prior to placing guide. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. As the complaint were opened above 120 days, and that it is improbable to receive any news information, and that therefore they will be closed without waiting for the 3 attempts to be performed. If the device is returned or if any additional information is provided, the investigation will be reassessed.